Event description:
It was reported that the patient experienced infection and auto-inflation of an inflatable penile prosthesis (ipp). The onset of the symptoms is unknown. An explant surgery was performed. The patient was reported to not be experiencing further complications. Additional information was received. It is stated that the patient experienced dissatisfaction. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced infection and auto-inflation of an inflatable penile prosthesis (ipp). The onset of the symptoms is unknown. An explant surgery was performed. The patient was reported to not be experiencing further complications. Additional information was received. It is stated that the patient experienced dissatisfaction. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Manufacturer narrative:
Field change: concomitant medical products, if follow-up what type, device evaluated by MFR, event problem and evaluation codes, additional manufacturer narrative. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.